Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was potential thrombus on the device. In (B)(6) 2016, the patient underwent a left atrial appendage (laa) closure procedure. A 33mm watchman® aaa closure device was successfully implanted. In (B)(6) 2016, the 45-day transesophageal echocardiogram (tee) was performed. The physician indicated there was something odd about the device in the imaging and he was questioning if there was thrombus on the device. No intervention was performed. The patient was asymptomatic and noted to be fine.